Event description:
(B)(4). Same patient as 2134265-2012-04062. It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the mid left anterior descending artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 20 mm taxus stent, with 0% residual stenosis. Per the core lab report, a grade c dissection was noted. This was treated with the 2.75x20mm study stent. The patient was discharged on aspirin and clopidogrel.

Event description:
It was further reported that during the index procedure a non-target lesion located in the mid right coronary artery with 70% stenosis was treated with pre-dilatation and placement of 3.5 x 28 mm taxus express stent. Following post dilatation, residual stenosis was 0%. The lesion in the mid lad was pre-dilated with 2.50 x 15 mm maverick balloon catheter. Following pre-dilation the previously reported dissection was noted. The previously reported treatment resulted in 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).